Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that during CT examination, subcutaneous leakage of contrast medium was observed. There was no reported patient injury.

Event description:
It was reported that during CT examination, subcutaneous leakage of contrast medium was observed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history record review is not available because the corporate lot number is unknown. Investigation summary: the sample returned for evaluation was one ti powerport isp with 8 fr s/l groshong catheter. Visual and microscopic evaluations were performed of the physical sample. A partial circumferential I-crack was observed between the 13cm and 14cm depth markings. Additionally, a partial circumferential crease was also observed between the 12cm and 13cm depth markings. The fracture surface of the splits has smooth, rounded sections, and peeled/granular sections, which is consistent with flexural fatigue damage. Therefore, the investigation is unconfirmed for a subcutaneous leak/break/split without embolism and confirmed for flexural fatigue damage. The investigation indicates that the root cause is flexural fatigue, which is likely related to clinical conditions. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.